Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "embolism" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "injecting a patient in the nasolabial folds juvéderm® volbella¿ with lidocaine." Immediately after, the patient presented signs of ¿embolism.¿ it was suggested to use hyaluronidase and cortisone. Event status is unknown.